Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crtd, implanted: (B)(6) 2019; product ID: 3830 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. It was found that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to elevated sensing integrity counter (sic), high rate non-sustained episodes and impedance out of range. An alert was also triggered for lead noise. It was noted that the noise on the lead inhibited pacing at times and could be duplicated with pocket manipulation. Undersensing and oversensing was also noted on stored electrograms (egms). A lead fracture was suspected. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.